Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for 2 unknown prodisc-l superior endplate, unknown part/unk lot. Birkenmaier. C (2011, june 9), intravertebral neotrabecularization as an expression of focal load transfer by a keel-design lumbar total disc arthroplasty, arch orthopedic trauma surgery, springer, 131: 1481-1484. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after subsequent review of the following journal article; "intravertebral neotrabecularization as an expression of focal load transfer by a keel design lumbar total disc arthroplasty." A case report is discussed in which new intravertebral bone trabecula have appeared after double-level implantation of a keel-based total disc arthroplasty (tda). A (B)(6) female underwent double-level tda at l4/l5 and l5/s1 for low back pain from degenerative disc disease that was determined on the basis of imaging studies. Preoperative plain radiographs had shown disc degeneration with loss of disc height, loss of segmental lordosis and osteochondrotic endplate changes. The preoperative magnetic resonance imaging in the sagittal and coronal planes, in addition, had shown disc dehydration and modic changes at l4/l5. Post operatively the patient had persistent low back pain, and got serial injections and radiofrequency facet joint rhizotomy. When patient presented at the authors institution the plain radiographs showed newly formed vertical bone trabecula in the vertebral body of l5, stretching between the keels of the prodisc-l implants at l4/l5 and at l5/s1. It was noted when assessing the pre- and postoperative sagittal alignment of the lumbar spine, in order to allow for the implantation of the two-adjacent tda implants, the disc spaces had been over-distracted, exacerbated by and also resulted in the suboptimal placement of the implant at l4/l5, which was positioned very far anteriorly. The superior component of the l5/s1 tda implant was in an anteriorly subluxed position in relation to the inferior component , whereas the l5 vertebra was not subluxed against s1. Radiographically, it appeared that the posterior edge of the superior component had penetrated into the lower endplate l5. In the verterbral body of l4, some trabecula formation was suspected at that point. The patient underwent a detailed work-up, including fluroscopy guided and controlled facet joint blocks, interspinous injections, rigid de-lordosing lumbar bracing and a psychological evaluation. 15 months after her visit to the institution she presented again and computed tomography scan of the lumbar spine was obtained. This showed the newly formed bone trabecula in detail. This is report 1 of 3 for (B)(4). This report for 2 unknown prodisc-l superior endplate.